Event description:
It was reported that during a laparoscopic cholecystectomy the clips were sliding off the structures. The tips were closing but the rest of the clips did not. There was no patient consequence.